Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed that the fortify spacer lost between 1.5mm to 3mm of height between (B)(6) 2021 and (B)(6) 2021. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a fortify cage has lost height post operatively.